Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system and a large navitor loading system. The native aortic annulus measured perimeter of 82.2mm, lvot 76.5mm, stj 30.4mm, sov's >34mm. The patient had mild leaflet calcium; no pericardial effusion was observed. Pre-bav was performed with a 24mm tru balloon. During implant of the navitor valve, there was "some difficulty crossing the native valve initially with the wire"; there were no issues crossing the root with the delivery system. The initial deployment of the navitor valve was too deep and one recapture was performed. The valve was successfully implanted during second deployment; no leak was observed, no gradient present, and the depth was 4mm on non and 3mm on left. Echocardiography was then performed, which showed effusion in the left ventricle. The patient's pressure began to drop and pericardiocentesis was performed with no improvement. The patient was intubated and transesophageal echocardiogram (tee) was performed. The patient was transitioned to open heart surgery. The surgeon observed a hematoma in the root area. The patient passed due to a hematoma in the root; the cause of the hematoma was reported as unknown.

Manufacturer narrative:
An event of effusion in left ventricle and hemodynamic instability requiring pericardiocentesis was reported. The intervention did not improve the patient's condition and open heart surgery was performed. The patient expired later the same day due to hematoma in the aortic root. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received and medical review, the cause of the reported aortic root injury is possibly related to wire manipulation or balloon valvuloplasty which likely led to the patient's acute decompensation. However, the exact cause could not be conclusively determined. The reported patient effects of pericardial effusion, blood pressure drop and patient death appear to be cascading effects. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.